Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported flow rate error, which was reproduced during flow rate testing. The pump failed the flow accuracy test at 40 ml/hr ( which is +13.42% out of specification). It was found that this error was due to absence of lubrication on the cam lobes and out of specification travels. The cam shaft, valves and fingers were replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed the flow accuracy test at 40 ml/ hr at greater than 10%. There was no patient involvement.